Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2026, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and consumer via a company representative regarding a patient receiving dilaudid (1 mg/ml) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient¿s wife stated that the patient was starting to act funny for a couple of days noting that he somehow got downstairs in the middle of the night and fell in the bathroom. The date of the fall was not reported. She stated that he fell on his pump and experienced significant pain at the pump site at that time. She also stated that he started to exhibit withdrawal symptoms, increased pain and they noted swelling at pump site. They had gone to two different emergency rooms and eventually made contact with the managing pump pa (physician¿s assistant) on (B)(6) 2026. On (B)(6), there was complaint of a headache, and the patient was visibly not feeling well. The known environmental, external, or patient factor that may have led or contributed to the issue was noted to be the fall. The pa ordered sideport access be done on april 7th and it was unsuccessful. The patient was brought to the surgery center for a catheter revision with the possibility of explant. The physician noted erythema and warmth at the pump site at the time of the sideport access. When the physician incised the pump pocket, a yellow fluid flowed out. As the physician noted signs and symptoms of infection and noted an increase in wbc (white blood count), he elected to remove the pump and catheter. A superficial and deep culture of the pocket was taken, and 12 ml of csf (cerebrospinal fluid) was sent for testing. During the surgery, the physician was able to gain csf flow from the catheter after removing the anchor in the spinal pocket. The patient was then admitted to the hospital for 24 hours of observation. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.